Event description:
It was reported that the user experienced recurrent low glucose events during nighttime while using the ilet bionic pancreas, and they inquired about potential pump adjustments; the agent advised consulting a medical professional and provided a scheduling link for additional training. Investigation of this case revealed that the cause of the hypoglycemia was unclear. Symptoms included shakiness, nauseous and sweat which is a result of hypoglycemia. Outcomes included the use of oral glucose for treatment. Investigation included troubleshooting and education conducted by support staff. It was concluded that, based on previously established findings for similar reports, no device malfunction was identified, and the user was advised to seek clinical guidance for therapy adjustments. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.